Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked and may have leaked past both o rings. The customer's blood glucose reading was over 500mg/dl at the time of incident. Customer also indicated that the pump may have over delivered insulin. Troubleshooting found that this was a past event and customer called to report the incident. Customer was advised customer to return the reservoir for analysis. No further details provided and no high blood glucose troubleshooting was performed.